Manufacturer narrative:
The batteries and pcb were observed to be corroded. The battery voltages were measured and found to be lower than expected. Device download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The internal portion of the soft cannula was observed to be torn and leaking fluid, therefore the fluid path was not functioning as intended. The tear was measured 0.18 inches from the nail head. The internally torn soft cannula is confirmed as the cause of the devices failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24.7 mmol/l (444.6 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. A new pod was applied to treat the hyperglycemia.